Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound/ulcer under the lifevest equipment. The patients doctor described the area as a wound that is leaking/ oozing underneath the back right te pad with a strong odor. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibacterial cream for the skin irritation. Follow up indicated that the skin irritation improved.